Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 has been updated.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3 corrected information has been provided in d3( manufacturer fax) the cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a complaint was received involving a 73-year-old patient of unknown gender, indication for use, and past medical history, who was supported with an impella 5.5 device implanted via a right axillary/subclavian surgical arterial access on (B)(6) 2026 at 10:05 am. During perioperative use, an aic controller error characterized as an ¿aic ¿ impella defective¿ alarm was reported. At the time the alarm occurred, the pump was not connected. The affected system was identified as the aic, inclusive of the pump subsystem. There were no additional contributing factors reported. The device was removed due to the failure mode; however, the patient remained on support and the explant date was not yet determined at the time of reporting. The procedure outcome was successful with another device. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.